Event description:
It was reported that two (2) small volume folfusors over infused and leaked. The reporter stated that the infusions finished hours before expected, ¿even in the order of 4/5 hours¿ sooner. Additionally, both of the devices leaked from unknown locations. This was identified during use on patients. The devices were filled with unspecified cytostatic drugs. As a result, the infusions were prepared again to continue the therapies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured from june 6, 2022 - june 7, 2022. The actual device was not available; however, a companion sample was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. Baxter was unable to determine root cause for the over infusion report. The following factors may affect the flow rate and be potential causes for this report: fill volume, temperature, viscosity of the medication, difference in height between the fill port and the distal end luer lock/flow restrictor and catheter size. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.